Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the explant of the implantable pulse generator (ipg) and lead since patient perceived lack of pain relief. The patient also reported disliking the ipg position from the moment it was implanted since the device was right on the belt line and patient perceived discomfort. The devices will not be returned for analysis. Postoperatively, the patient reported to be doing well.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: o model number/catalog number: sc-8216-70. O serial number: (B)(6) o batch/lot number: 2000018488. O model/catalog description: artisan lead 70 cm. O unique identifier (UDI) # (B)(4).